Event description:
Prior to the case starting, it was noted that this device was not functioning properly when tested. It was sticking and therefore not useable. A replacement was then placed on the surgical field.